Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 12f sheath hole, prior to an interventional cardiac ablation procedure. Femoral imaging was not performed. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed using the same size sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - failure to follow steps / instructions.